Manufacturer narrative:
(B)(4). Batch # p93m0p. Investigation summary: the device was returned with no apparent damage. The device was assembled and disassembled to a test hand piece without any difficulty and it rotated freely. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. Then the blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are alerts such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during "and" unknown procedure, the nurse said the hand piece can't connect to harmonic stably. There was no patient consequence.